Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery for the last three days. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump received with normal sleep current. No unexpected replace battery alert noted. However, insulin pump was returned for low battery alarm and power system error confirmed in the long trace. Detailed trace analysis confirmed the insulin pump alarmed low battery and then power system error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.